Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. As the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing- and sterilization records indicated the device met pre-release specifications. H6 evaluation codes health effect - impact code f24 was chosen as it is not know if the access site (groin) is infected and/or the implanted devices or if there was a pre-existing infection. Further details were requested from the physician, however no further information was provided yet. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for a de novo lesion in the left common- and external iliac artery, as verified by imaging, with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-device(s)). It was stated that access was made over the left common femoral artery (cfa) and anticoagulant or antiplatelet used in the procedure. The vsx target vessel access was successfully obtained, and non-viabahn stent grafts (bentley begraft) placed in the target vessel during the same procedure. All vsx-device delivery catheters were successfully removed, and the left study limb was patent. There were no additional procedures performed at treatment. On (B)(6) 2023, an infection of the left groin was noticed. It was stated that the adverse event was on the left study limb. Medical or surgical intervention is needed, and treatment required. The event is still ongoing. As primary relationship ¿registry procedure related¿ was mentioned.

Manufacturer narrative:
As the study coordinator stated that there was an access site infection (groin wound infection), and the infection did not spread to the point where the gore® viabahn® endoprosthesis with propaten bioactive surface was implanted, that this is considered not reportable, as there is no allegation or malfunction against the gore device causing the infection (device was not the source or involved in infectious process). Therefore the report is being retracted.